Manufacturer narrative:
Section d information references the main component of the system and the other applicable components are: product ID 3093-28 lot# v913913 serial# implanted: 2012 (B)(6) explanted: 2017 (B)(6) product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that they couldn't know the cause of the out of range impedances for certain, but they suspected the motor vehicle accident (mva) was the cause.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3093-28, lot# v913913, implanted: (B)(6) 2012, explanted:(b)(6 2017), product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimultor for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that the patient stated that they had symptom return following a motor vehicle accident that occurred in (B)(6) 2017. The device was checked in the physician¿s office and impedances were out of range. It was indicated that surgical intervention occurred on (B)(6) 2017 to replace the lead and battery which resolved the issue. No further complications were reported or were expected.